Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of incident. The customer was treated with manual injection for high blood glucose. Customer declined troubleshooting for high blood glucose. Customer stated insulin pump had post reset ram crc alarm. Customer reported they were unable to clear the alarm. Customer was able to rewind the insulin pump. Customer reported that insulin pump was without a battery for less than 8 hours. Customer stated the alarm occurred immediately after a battery change. The device will not be returned for analysis.